Event description:
Rptr received a breast reduction surgery in 1990. In a matter of days after being sent home from the hosp, she began to notice the incisions becoming inflamed, red, bleeding, and oozing. The bra that was given to rptr in the hosp to wear became stuck to her incisions and would not come off due to the bra being saturated with blood, etc. Rptr called the surgeon's office and after a couple of days of this problem becoming worse, they asked her to come and be checked. By this time, rptr even felt ill, flu-like. After being examined by the surgeon, he concluded that the sutures that were used in the or were the cause. The assisting nurse told rptr during that visit, that there were other of their pts who had surgeries during this same time-frame, who had also returned to them. Rptr is in the process of acquiring the hosp records. The surgeon will also be reviewing this incident and writing a statement of his conclusion.